Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 1433.7 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported that upon supporting refill procedure the rn refilling the pump aspirated significant amount of brown colored fluid. There was no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed and the physician who implanted pump in december to be notified by nurse performed refill. No interventions were taken and the issue was resolved.